Event description:
Customer reported he was unable to test his blood glucose for days due to his adc meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2014 he went to the hospital for a "checkup" and was later informed via phone that his blood glucose was 600 mg/dl and that he should return to the hospital. Customer self-presented to the hospital the next morning, was diagnosed with hyperglycemia, and "given insulin shot and administered with glucose through IV". Customer's blood glucose decreased to 280 mg/dl and he was reportedly advised to return the next day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.